Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported) for the infection at abutment site. This report is submitted on january 10, 2022.

Manufacturer narrative:
This report is submitted on december 9, 2021.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (treatment unknown). The implant remains in-situ.